Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 23-jan-2023, intuitive surgical, inc. (Isi) obtained the following information from the site's robotics coordinator: the customer saw the jaw of the mega needle driver instrument broke off and used a laparoscopic grasper to retrieve the broken piece. All fragments were retrieved. The surgeon witnessed the break and immediately retrieved the only part that fell into the patient. The surgeon visually scanned to confirm. No additional procedures were required. No x-rays or ultrasounds were performed. The instrument was in use approximately 30 minutes prior to the issue. Upon visually checking the instrument, no issues were noted prior to use. The issue occurred when the surgeon was cutting suture. No functionality issues were noticed prior to the breakage. It is unknown whether the instrument collided with any instruments or hard material during the surgical procedure. The reporter was unable to remember if the instrument was removed and reinserted prior to the breakage. The wrist of the instrument was straightened upon final removal of the instrument. There was no resistance felt upon final removal through the cannula. The staff did not note any damage to the cannula after the event occurred. The only damage noted was the broken jaw of the instrument. There was no injury to the patient during the procedure. There are no video recordings or pictures available for isi review.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the mega needle driver jaw broke off while cutting suture. The broken piece was retrieved during the same procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting a fragment fell into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was found to have a broken grip at the grip base. A piece approximately 0.350" x 0.135" was found to be broken off. The broken piece was not returned. Common cause of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Additional observation(s) not reported by site: the mega needle driver instrument was found to have a frayed grip cable at the distal end. Common causes of the failure mode frayed - distal instrument grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.